Manufacturer narrative:
Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in (B)(6) 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. Product model number and serial number could not be traced. [The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single-use.] At the time of becoming aware of the issue, syneron contacted the treatment site for additional information (on sept. 30, 2015 and again on oct. 22, 2015), but did not receive a response. Due to insufficient information, the root cause of the problem could not be determined.

Event description:
Possible patient injury (adverse reaction) reported post-treatment with the eprime. Female patient with fitzpatrick skin type ii was treated for facial wrinkles. Complaint form did not specify patient's treatment parameters or whether patient complained of any negative effects during treatment. Patient underwent two attempts at sublative treatment, and retin a peels, with no improvement in skin texture reported. Patient has a history of mild hormonal breakouts. Based on post-treatment photograph (date unknown), the right side of patient's face looks much better, but the left side has what appear to be permanent textural issues, i.e., bumps caused from treatment. Severity of patient injury was ranked as "moderate." Due to insufficient information, the root cause of the problem could not be determined.